Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels; however, the specific bg values were unable to be provided. The contact declined to speak about the high bg levels and stated that the customer was "fine". Reportedly, the customer's doctor changed the settings for the pump to address impacted bg levels.